Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, malposition, bone resorption, or excessive unusual and/or awkward movement and/or activity.¿

Event description:
It was reported patient underwent initial hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to loosening. During surgery the driver fractured while inserting the proximal locking screw on the stem. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2015-04837-1 / 2016-00663).

Event description:
It was reported patient underwent initial hip arthroplasty on (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2015 due to loosening. During surgery the driver fractured while inserting the proximal locking screw on the stem. No further information has been provided. Additional information received reported that during the (B)(6) 2015 the stem had to be removed upon insertion due to the fractured driver.

Manufacturer narrative:
This follow-up report is being filed to correct and relay additional information, which was unknown at the time of the initial medwatch.